Event description:
A customer contacted global technical service (gts) regarding a bag that may be leaking. The technical service representative (tsr) advised to end therapy, as the setup being used was compromised. The care giver (cg) stated that they would end therapy. The home choice (hc) was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. On (B)(4) 2012, product surveillance contacted the cg regarding the reported event. The cg stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The cg stated that they were able resume therapy successfully with new supplies the following day. The cg could not find where the solution on the table came from. Only the table was wet. The cg reportedly pushed on all of the bags, no solution came out, check the connections, all were dry, checked the lines, and all were dry. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed as, per the customer, the sample was discarded and the lot number was unknown. Therefore, no evaluation or batch review could be performed and the root cause could not be determined.